Event description:
It was reported to boston scientific corporation on (B)(4) 2010 that a resolution clip device was used to treat a bleed in the proximal transverse colon during a colonoscopy procedure on (B)(6) 2010. According to the complainant, during the colonoscopy procedure, the hemostatic clipping device did not fire. The procedure was successfully completed using a heater probe without complications or harm to the patient. Several attempts to ascertain further procedure information have been unsuccessful to date. It cannot be determined if the complainant contends that the resolution clip failed to detach from the catheter.

Manufacturer narrative:
Updated investigation results: a visual examination of the returned device found that the blue sheath grip was detached from the over sheath and there was a kink in the control wire. The clip assembly was located just inside the over sheath. A functional evaluation was performed and the over sheath was pulled back to expose the clip assembly. The clip assembly was then deployed from the delivery catheter per design, as two clicks were heard.

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a resolution clip device was used during a procedure on (B)(6), 2010. According to the complainant, during the procedure, the hemostatic clipping device did not fire. The procedure was completed without complications or harm to the patient. Several attempts to ascertain further details, including patient and procedure information, have been unsuccessful to date. It cannot be determined if the complainant contends that the resolution clip failed to detach from the catheter.

Manufacturer narrative:
(B)(4):although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the blue sheath grip was detached from the over sheath and there was a kink in the control wire. The clip assembly was located just inside the over sheath. A functional evaluation was performed and the over sheath was pulled back to expose the clip assembly. The clip assembly was successfully deployed from the delivery catheter. Although the reported event of "clip did not fire" could not be confirmed, it is probable that this failure resulted from anatomical or procedural factors encountered during the procedure; therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(4) 2010 that a resolution clip device was used during a procedure on (B)(6) 2010. According to the complainant, during the procedure, the hemostatic clipping device did not fire. The procedure was completed without complications or harm to the patient. Several attempts to ascertain further details, including patient and procedure information, have been unsuccessful to date. It cannot be determined if the complainant contends that the resolution clip failed to detach from the catheter. **additional information received on (B)(4) 2010** it was reported to boston scientific corporation on (B)(4) 2010 that a resolution clip device was used to treat a bleed in the proximal transverse colon during a colonoscopy procedure on (B)(6) 2010. According to the complainant, during the colonoscopy procedure, the hemostatic clipping device did not fire. The procedure was successfully completed using a heater probe without complications or harm to the patient. Several attempts to ascertain further procedure information have been unsuccessful to date. It cannot be determined if the complainant contends that the resolution clip failed to detach from the catheter.